Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Local district nurse was visiting a patient & advised that the patients catheter had fallen out. The whole catheter had become detached from the patient but the sutures were still in place. The patients gran daughter advised the nurse this had happened the night before the nurses visit. The exit site of where the catheter had been was re-dressed to prevent risk of infection. The patient was stable & symptom-free. The patient was referred back to hospital to have a new catheter fitted scheduled for (B)(6) 2021. Catheter was initially implanted on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text: see manufacturer here.

Event description:
Local district nurse was visiting a patient & advised that the patients catheter had fallen out. The whole catheter had become detached from the patient but the sutures were still in place. The patients gran daughter advised the nurse this had happened the night before the nurses visit. The exit site of where the catheter had been was re-dressed to prevent risk of infection. The patient was stable & symptom-free. The patient was referred back to hospital to have a new catheter fitted scheduled for (B)(6) 2021. Catheter was initially implanted on (B)(6) 2021.